Event description:
It was reported that the device could not be interrogated at follow-up. It is noted that the patient has a history of breast cancer and has had chemotherapy and right breast reconstructive surgery. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of no communication was confirmed. No communication could be established between the device and the wand. The device was cut open and cracks were observed on the telemetry ceramic substrate. A jumper was connected across the crack and the device communicated normally on the bench. The field event resulted from the cracked telemetry substrate..